Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Pulmonary oedema. The device remains implanted, however, the complaint was evaluated by the MFR. The pmt algorithm is programmed to reprog in the as-shipped conditions, which is described in the labeling for this device. The device operated as specified. The complainant reported/considers that these specs and specifically the as-shipped settings for the pmt algorithm were inadequate.

Event description:
Pt was admitted to the hospital for pulmonary oedema. The device was programmed to ddd however, due to the preprogrammed avd shortening by pmt reprogramming, the avd was programmed. It was reported that the avd lengthening was at 0ms, the reason is unk. The device remains implanted.